Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported a leak during use with an epidural. There was no patient harm.

Manufacturer narrative:
Additional information provided. The customer¿s report of leaking at the hub (male luer) was confirmed. Visual inspection showed no anomalies or damage on the set or its components. Examination under magnification revealed some solvent channels at the exterior tubing and interior male luer surfaces that seemed more evident along the area of the yellow stripe of the microbore tubing. Functional testing confirmed leaking at the engagement of the tubing to male luer adapter. It appeared that some degree of backpressure was needed to cause the leak to occur. The root cause was not identified.

Event description:
The customer reported a leak during use with an epidural. There was no patient harm.